Manufacturer narrative:
MFR date is unk. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the locking mechanism on the pt data module (pdm) was not working properly and the pdm fell. After the locking mechanism was replaced, the issue was resolved. There was no reported pt injury associated with this event.